Event description:
The customer reported that the system came up with connection failure and it wouldn't on (no boot). There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power plug connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.